Event description:
A sales representative reported on behalf of a customer that the ias8-120lp, 8 mm access port & low profile obturator device was used on 21feb25, and ¿a unknown piece of plastic was found in the patients thoracic cavity during a robotic assisted left upper lobectomy. After piece was found we did some exploring on the field to see where this came from. It was determined the piece came from the flap of the cap of the airseal device where other flaps were also starting to break off. The airseal was then removed and exchanged for a different one.¿. Further assessment confirmed the fragment was removed from the patient using a "surgical instrument". There was "no harm" to the patient, and no medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used sound cap from device ias8-120lp found that one of the rubber flaps broke off from the sound cap. The customer only returned the sound cap, and the broken piece of rubber. Root cause cannot be determined, however, based upon the IFU; a possible cause of this event could be excessive downward force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 38 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.